Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012174649); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012289389); product type: 0195-heart valves; brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with an 18 millimeter (mm) non-medtronic balloon. The valve was 80% deployed and held for two minutes to expand with rapid pacing through the guidewire at 180 beats per minute (bpm). The second deployment was at a depth of 2 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc) using the cusp overlap technique. The nose cone of the delivery catheter system (dcs) was not centralized during removal and possibly caught on the inflow of valve and dislodged the valve upwards to the ascending aorta. A second valve was opened and successfully loaded. The physicians decided to not snare the first valve and attempted to cross the second valve however was unable to position the second valve in the correct aortic position. The first valve was sna red. The patient was becoming hemodynamically unstable. A transthoracic echocardiogram (tte) was performed and a pericardial effusion was noted. The second valve was continued to be deployed and was successfully implanted at a depth of 4 mm on the ncc and 6 mm on the lcc. Commissural alignment was not obtained. A post deployment tte was performed and trivial paravalvular leak (pvl) with a mean gradient of 9 mmhg was measured through echocardiogram. Trivial pericardial effusion was noted. An aortic root shot and ascending aorta angiogram was performed and no dissection or perforation was observed. It was reported that no resistance was encountered during the removal of the dcs after the first valve and it was predicted that the valve dislodged upwards due to ncc/left ventricular outflow tract (lvot) calcification. The patient's pressures continued to decrease. After approximately 45 minutes post valve implant procedure, the patient coded. The patient died due a possible aortic dissection.

Event description:
Additional information was received that the first valve deployment was successful and did not require a second deployment. It was reported that a rupture on the posterior aortic arch was confirmed. Per the physician, it is believed that after successfully snaring the first valve, the initial valve was pulled back and possibly the outflow crown/paddle caused the aortic root rupture due to excessive back tension during the snaring to allow for the passage of the second valve. Per the physician, the rupture caused the patient death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. There was a slight bend to the capsule. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. There was a bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. Images support that right access was used as a primary access. The access appears to be very high with the sheath inserted in the right external iliac instead of the right common femoral. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and valve depth assessment was performed. Depth was approximately 3mm on the non-coronary cusp in the cusp overlap view and 3mm in the left coronary cusp in the lao view. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, the depth was deemed acceptable, and a recapture was not warranted. The subsequent angiogram reveals that the valve dislodged aortic. The dislodgement occurred sometime between final release and removal of the delivery catheter system; however, the dislodgement event was not captured but it was reported that the nose cone contributed to the dislodgment. The dislodged valve was not initially snared, and a second valve was implanted. The first deployment attempt resulted in a very dee p position. Even though the fluoroscopic images do not show the snaring of the dislodged valve, it was reported that the valve was snared, and the second valve was deployed a second time at a depth of 4mm on the non-coronary cusp in the cusp overlap view. Post implant angiogram revealed an adequate position of the second valve without evidence of significant aortic regurgitation. The aortogram of the aortic arch reveals a possible aortic dissection near the great vessels, but it is difficult to confirm. The peripheral angiogram performed at the end of the procedure shows a possible dissection in the right external iliac and a segment of possible occlusion. There is no evidence that peripheral intervention was performed. It was reported that the patient subsequently died. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve remained implanted; therefore, it was not returned to medtronic for analysis. The subject dcs was received for analysis with the capsule over-captured. The IFU cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. The event was reviewed by medical safety. Based on the information provided, the valve dislodgement was likely due to interaction of the delivery catheter system (dcs) nose cone and the valve. The paravalvular leak was likely due to the malpositioning of the dislodged valve and interaction with the patient anatomy, as the valve did not provide an adequate seal. The pericardial effusion was likely due to the suspected aortic dissection which could have occurred due to the dislodged valve and repositioning of the valve with the snare. The death was likely due to the dissection. Dislodgement of the valve by the distal tip is related to operator technique or experience; the IFU instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Images from the procedure were received for review however did not capture the dislodgement event. Events of this type do not indicate a failure to meet manufacturing specifications. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device IFU. Vascular complications, such as rupture and effusion, are a known potential adverse patient effect per the IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/ or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the medical assessment, the pericardial effusion was likely due to the suspected aortic dissection which could have occurred due to the dislodged valve and the repositioning of the valve with the snare. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Cardiac arrest is listed under the potential adverse events per the device IFU, and can be related to several factors (procedure, patient comorbidities, etc.). In this case, the vascular complications such as rupture and effusion may have been contributing factors to the reported events. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk, and it can occur despite an ideal implant procedure or device functionality. Per the physician, the rupture caused the patient death. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.